Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
It was reported by the surgeon to a sales consultant that a patient was implanted with alveolar ridge distractor (B)(4) on (B)(6) 2012. The surgeon felt that the instructions to turn the alveolar ridge distractor five (5) times a day is advancing the device too rapidly; therefore, stretching the tissue and almost tearing the incision. The surgeon was complaining on the amount of advancement for the device. The device has been cut the surgeon is waiting to see if the tissue will turn into bone. This complaint is 1 of 1 for complaint number (B)(4).